Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he has difficulty seeing. The lenses implanted in 2008 are different models. After implantation of the lens in the right eye, he stated he was able to read newspapers - there was good black and white recognition and differentiation and newsprint was bright and the font black. The consumer reported his visual acuity improved to 0.6 (20/32) from 0.3 (~20/63). Then approximately one month later, the lens for the left eye was implanted. Thereafter, the consumer reported he was not able to read the newspaper even with vision aids. The paper was not as bright and the font gray. At present, he reported that his current visual acuity for the left eye is 0.8 (20/25) with progressive lenses; but reading the newspaper is still difficult because of the "bright/dark values." He also reported experiencing flashes and "mouche volantes" (floaters). Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).